Event description:
It was reported that while the customer was taking a pt exposure using 133 kvp and 140 mas, they received an error 37. The technique was adjusted to 110 mas at 102 kvp and another exposure was taken with no errors. The customer turned the unit off via the key switch and reviewed the films. As the customer was moving unit down the hallway of the ICU, he reported hearing a strange noise and within seconds saw black smoke and sparks coming from the machine. The hospital biomedical engineer immediately removed the unit from the hospital into the parking garage. The engineer removed the rear cover and left side cover of the unit at which time he reported seeing flames from the left side of the unit. Hospital staff used a dry chemical fire extinguisher to put out the fire. A siemens service engineer arrived to investigate the unit and reported burning on battery bank #1, at which time the battery cables were disconnected from the charger board and the key and exposure switch were removed.